Event description:
The autopulse platform (s/n (B)(4)) was used to resuscitate a patient in cardiac arrest. As reported, the autopulse platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. The ems crew reverted to manual CPR. No further information was provided. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up" was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was defective load cell module 2, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. Review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on the customer's reported event date; thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. The load cell characterization test results confirmed load cell module 2 was defective (over-reported), and it was replaced to remedy the fault. Following service, a load cell characterization test was performed and confirmed both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).